Event description:
It was reported that during a laparoscopic colon procedure the circular stapler performed as expected up to the point of firing. When the firing trigger was pulled, nothing happened. The device was checked for a lighted indicator, for proper connection with the anvil, and proper closure, and firing was attempted again with the same result. A new device was opened and the battery from the new device was inserted into the original device. Firing was again attempted, and again the device failed to fire. The stapler was then opened, disconnected from the anvil, and removed from the patient. The anvil was left in place. The second device was inserted, the spike was deployed through the defect left by the spike of the first device. It was then attached to the anvil, closed, and fired without problems. The second device, which performed appropriately, was discarded. The case was delayed by twenty-five minutes but completed with no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device cdh29p lot number u95x87 and no non-conformances were identified. Manufacturing date: 12/10/2020, expiration date: 11/30/2023. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 03/30/2022. D4: batch # u5f51w. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples. In addition, a second anvil with a cut washer was received along with the device. When the battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was tested for functionality with a manually assisted and a test washer, and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/31/2022 see attached.